Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the 8mm large hem-o-lok clip applier instrument would not close and clamp around the tissue. The customer attempted to close the instrument with no tissue, but it still would not clamp. A different clip was also tried, but the issue persisted. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/ replicated the customer reported complaint. Failure analysis found the primary failure of the broken input disks to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have multiple broken and cracked input disks. The input disk #6 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. The hairline cracks were found on the grip input shaft #7. The instrument cables did not show any signs of fraying or breakage. As a result, the large hem-o-lok clip applier instrument cannot move intuitively or engage properly with the sterile adapters when it was installed on the in-house system. The root cause of the broken instrument input disks is typically attributed to mishandling/misuse most commonly caused by improper cleaning/reprocessing techniques. An additional observation not reported by site was also identified: the large hem-o-lok clip applier instrument was found have signs of corrosion on the instrument bearings and exhibited orange discoloration on the pitch and grip input disk bearing. The root cause of the corroded/ contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. A review of the instrument log for the large hem-o-lok clip applier (470230-10/ n101810020034) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 22 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the large hem-o-lok clip applier instrument would not close and clamp around the tissue. The customer attempted to close the instrument with no tissue, and it still would not clamp. Per the description of the complaint, the clip applier might have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.